Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing low blood glucose and paramedics were called. The blood glucose reading was 26mg/dl. The customer stated that her glucose level were back to normal and she declined to go to the hospital. Troubleshooting was performed. The customer stated that the insulin pump failed the battery test. Instructed the customer to insert a new battery and the device did not alarm. Assisted the customer with setting time and date, and to rewind and prime the insulin pump. No further information was provided.